Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3b endoleak and total stent collapse of the right aorta-iliac junction. Additionally there was evidence to reasonably support the following observations; a non-endologix stent within the main body graft which was also collapsed. The clinical assessment was based on no medical records and suboptimal patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. Due to the limited patient data received the event was unable to be assessed for potential contributing factors.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial implant on (B)(6) 2013 with a bifurcated and suprarenal aortic extension. Subsequently, on (B)(6) 2016, it was noted that the patient had a possible type 3b endoleak. On (B)(6) 2016, an attempt to correct the leak was performed, but due to patient anatomy, the procedure was aborted. The physician will assess the next steps. Patient is in stable condition at this time.